Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Dimensional evaluation found all relevant dimensions to be within specification. The root cause could not be determined review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00774 / 00775).

Event description:
It was reported that patient underwent a hip joint replacement on (B)(6) 2012. During the procedure, the surgeon implanted the cup and the insert. The surgeon decided it was not well assembled and it was easy to pop it out. He opened a new insert but experienced the same issue. He then opened a new cup and used the opened insert but the system was not stable. In order to finish the surgery, he used another system. There was over a 30 minute delay as a result.